Manufacturer narrative:
Title effectiveness of focal vs. Balloon radiofrequency ablation devices in the treatment of barrett¿s esophagus. Source united european gastroenterology journal. (1 - 6), 2015. Date of publication: 9 june 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Retrospective cross-sectional study of patients who underwent at least one treatment with either focal and/or balloon radiofrequency ablation (rfa) devices. Rfa was performed to treat patients with high-grade dysplasia (hgd) and intramucosal cancer, and low-grade dysplasia (lgd). Repeated ablations (every two to four months in patients with hgd/intramucosal cancer or every six to 12 months in patients with lgd were performed to treat residual barrett¿s esophagus (be) after endoscopic mucosal resection (emr) was performed to treat cancer. One patient in the balloon rfa group had esophageal stricture.